Manufacturer narrative:
(B)(4). The customer reported the battery is not charging. There was no reported pt involvement. The philips field service engineer confirmed the battery failure where the battery was not providing any power and not charging. The device did work on ac power. The battery was 2 years old. We will consider this a malfunction of the battery where the battery was not providing any power and not charging.

Event description:
The customer reported the battery is not charging.